Event description:
EU complainant reported patient was placed on impella 5.5 with smart assist for hemodynamic support. While on support the aic (automated impella controller) experienced multiple pumps stops. Issue was resolved by switching aic.

Manufacturer narrative:
Data analysis: console logs from the reported day of event are consistent with complaint and show that after pump 364317 was successfully started and ran without any issues for about 6 hours, a sudden pump stop occurred, as evidenced by alarm #6 (pump stop due to motor driver guard error or its supply voltage out of spec), preceded by pe_cpld error messages. Pump was auto-restarted successfully, but same alarm and pump stop symptom occurred again soon. The auto-restarts failed to permanently resolve the pump stop issue. Rtlog data shows that there were no motor current irregularities before the first pump stop. Please see attached imclogs ic4362.pdf and screenshot, rtlogs.png. Device analysis: after cosnole ic4362 was brought to fs aachen for testing, upon console booted up, there was a permanent beeping sound from the impellatronic and a controller error yellow alarm (loss of comm (cpld)), indicating internal communication issue (between pmd and cpld). After impellatronic assembly was temporarily replaced with a known-good one, the issue was resolved. The cause of impellatronic communication issue involving cpld was not investigated further. The root cause of the pump stop that was not unsuccessfully self-resolved was due to the defective impellatronic. Repair: replace impellatronic assembly (0042-1115), and perform functional check, and preventive maintenance.